Event description:
In 2005, the pt (age and gender unknown) underwent a therapeutic placement of a therapeutic placement of a flamingo esophageal stent for treatment of dysphagia. This procedure was successful with no reported complications. The pt was discharged. The pt was sceduled to return to the hospital one week later for a scheduled esophagectomy. A week later the pt was admitted to the hospital for the esophagectomy. Prior to the scheduled procedure, the physician performed an endoscopy to remove the flamingo stent. The stent removal was challenging due to substantial tissue in-growth. The planned surgery followed immediately. During the surgery, a severe near fatal cardio-pulmonary failure occurred, which necessitated resuscitation maneuvers and respiratory assistance. The pt recovered and the esophagectomy was completed.